Event description:
It was reported that the 2800 system would not fluoro and had a communication error message. Also the table would not move. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call.